Event description:
As reported by the (B) (6) registry, the patient experienced a transient ischemic attack (tia) approximately one month after the index procedure. The target lesion was located in the ostium of the right internal carotid artery. The lesion was described as circumferential, 80% stenosed, 20mm in length, with moderate calcification. The reference vessel was mildly tortuous and 6mm in diameter. The lesion was pre-dilated and a 6mm angioguard rx was successfully deployed past the target lesion. An 8 x 30mm precise pro rx was successfully implanted. The angioguard rx was removed with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. One month after the index procedure, the patient experienced left hand weakness. The patient was admitted with a diagnosis of tia. One week prior to the event, the patient stopped plavix for a non-carotid procedure. The event partially resolved with residuals. According to the investigator, the event was related to cordis product.addendum: the patient was due to come in for a 30-day follow-up visit; however, the patient¿s wife called the site and stated the patient wasn¿t feeling well from the chemotherapy and radiation therapy. The site was informed that the patient went to the emergency room with sudden left hand weakness, predominately from the wrist down to the fingers. The patient could not make a fist. There were no other symptoms. No treatment or intervention was done. The neurologist felt the symptoms were highly suggestive of a small tia vs. A stroke. The patient had difficulty swallowing due to recent diagnosis of neck cancer. The patient went off of plavix and was to receive a peg tube. The patient did not have any known allergies to nitinol, nickel, or titanium. A 6fr sheath introducer was used. The patient did not have any neurological symptoms prior to the procedure. There was no air bubbles noted at any time during the procedure. There was no thrombus n.

Manufacturer narrative:
Concomitant devices included a 6mm angioguard rx.as reported by the (B) (6) registry, the patient experienced a transient ischemic attack (tia) approximately one month after having a stent placed in the ostium of the right internal carotid artery. The lesion was described as circumferential, 80% stenosed, 20mm in length, with moderate calcification, mildly tortuous and 6mm in diameter. The lesion was pre-dilated and a 6mm angioguard rx was successfully deployed and then an 8 x 30mm precise pro rx was successfully implanted. The angioguard rx was removed with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. One month after the index procedure, the patient experienced left hand weakness and was admitted with a diagnosis of tia. No treatment or intervention was done. The neurologist felt the symptoms were highly suggestive of a small tia vs. A stroke in the right middle cerebral artery cortical region. One week prior to the event, the patient had stopped taking plavix for a non-carotid procedure. The event partially resolved with residuals. According to the investigator, the event was related to cordis product.the product remains implanted in the patient; thus, is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time.tia is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Tia is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.